Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number (B)(4).

Event description:
A doctor reported that during a cataract extraction and intraocular lens (iol) implant procedure, the lens was removed as there was a posterior capsule tear. The iol was also reported as broken. The procedure was completed with another iol. The current patient status was reported as resolved.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided indicating that when the iol was implanted and rotated both haptics were noticed to be loose. The iol was removed and replaced during the procedure. The event resolved.

Manufacturer narrative:
The customer indicated the use of a cartridge, handpiece and viscoelastic. The cartridge is not qualified for the lens/cartridge combination used. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause is most likely related a failure to follow the directions for use. The account used an unqualified lens/cartridge combination. The use of non-qualified combinations may result in delivery issues and/or damage. (B)(4).

Manufacturer narrative:
Product evaluation: the product was returned. Blood and solution is dried on the lens. Both haptics are broken in the haptic insertion area (returned). One haptic is bent in the distal area. The optic is torn/split/cracked and cut, typical of insertion and removal. The lens damage observed may have been interpreted as the reported complaint. The root cause of the observed lens damage is most likely related a failure to follow the directions for use. The manufacturer internal reference number is: (B)(4).